Manufacturer narrative:
Physio-control evaluated the customer device and verified the reported issue. The issue was caused by the main keypad assembly. The keypad was replaced and after passing functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device "power on button unresponsive." In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported associated with this event.